Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The patient was brought to the clinic and it was confirmed thru chest xray that the lead was dislodged resulting in loss of capture (loc) and hiccups. This lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide additional information to the event description. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The patient was brought to the clinic and it was confirmed thru chest xray that the lead was dislodged resulting in loss of capture (loc) and hiccups. This lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information was received, this rv lead was explanted due to dislodgement, and it was replaced with a leadless pacemaker. This rv has not been returned. No additional adverse patient effects were reported.